Event description:
Pt augmented with bilateral saline implants. Because the pt is athletically fit with increased muscle tone they are experiencing rippling of the implants and widening of inflamammary incisions and is displacing implants laterally. Pt here now for explant and augmentation with gel implants above the muscle. Pt underwent bilateral saline implant removal. Implants were intact. Augmented with gel implants placed above the muscle.